Event description:
The customer observed a patient's initial clinical chemistry magnesium assay result of 6.8 mg/dl generated on the architect c8000 analyzer. The sample retested at 2.1 mg/dl on the other architect c8000 analyzer in their lab. Controls have remained within specifications on both analyzers. There is no impact to patient management reported.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. (B)(4).

Manufacturer narrative:
The abbott customer technical advocate instructed the customer over the telephone to perform the as-needed maintenance procedure 6310, clean cuvettes-manually as outlined in the architect system operations manual. The customer stated that after they performed this recommended maintenance procedure the issue was resolved. There have been no further issues from this customer site since. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual (pn 201837-108) 2010 january, 2010 contains information to address the customer's current issue. Based on the available information a malfunction is not identified.